Manufacturer narrative:
Conclusion: the contegra® pulmonary valved conduit is designed to be used for correction or reconstruction of right ventricular outflow tract (rvot) in patients aged less than 18 years with congenital heart malformations. In addition, the conduit is indicated for the replacement of previously implanted, but dysfunctional, pulmonary homografts or valved conduits. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the conduit may be required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this device was routinely replaced due to obstruction resulting from patient outgrowth. There were no adverse patient effects from the replacement procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, eight months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.